Event description:
It was reported that the pump's touchscreen was cracked and shattered, rendering it illegible. There was no reported adverse impact to customer's blood glucose. Customer reverted to using multiple daily injections as a backup therapy.